Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an incorrect measurement was read from the battery of the pulse generator. The device remained implanted and the patient would be continue to be monitored.